Event description:
It was reported that during the course of a procedure, pieces of the sonopet s201c tip cover broke off three times. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. There was no report of any of the broken pieces falling into the surgical site. A backup device was used, and the procedure was completed successfully. No additional information has been provided regarding this event at this time.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that during the course of a procedure, pieces of the sonopet s201c tip cover broke off three times. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. There was no report of any of the broken pieces falling into the surgical site. A backup device was used, and the procedure was completed successfully. No additional information has been provided regarding this event at this time.

Manufacturer narrative:
The device was returned unrepaired at the customers request.

Event description:
It was reported that during the course of a procedure, pieces of the sonopet s201c tip cover broke off three times. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. There was no report of any of the broken pieces falling into the surgical site. A backup device was used, and the procedure was completed successfully. No additional information has been provided regarding this event at this time.

Manufacturer narrative:
Device evaluation in progress.